Event description:
It was reported that during daily checks, the cs100 intra-aortic balloon pump (iabp) unit has a broken casters. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site postal code: 6510086 a getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the caster wheels. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.